Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Siemens reviewed the information and instrument data and concluded that the cause of the discordant carbon dioxide patient results was an operator error during the water purification module (wpm) maintenance. The resulting poor water quality caused falsely elevated results. The customer recognized the issue and worked with the call center performing an empty and fill of the water tank twice, which corrected the issue. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely elevated carbon dioxide patient results were obtained on a dimension vista 1500 instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate dimension vista 1500 instrument. The repeated results were reported, as the correct results, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant results.